Manufacturer narrative:
Customer complaint of bvvi was confirmed. Device was returned in bvvi mode due to an unknown nmi, which was discovered during the implant procedure attempt. Device code was downloaded successfully. Functional testing of the device, after download did not find anomalies, and battery voltage was still in the range of normal operation. Device was monitored for several days at room temperature. Interrogation of the device showed it to be in normal range of operation. Bvvi reset could not be reproduced. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to implant, the device was interrogated and was in backup mode. Technical was contacted and recommended implanting a different device. A new device was implanted to resolve the event. The patient was stable with no adverse consequences.